Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. Physical inspection determined that the device was in a good physical condition. Functional testing identified an f_38 alarm when the device was powered on. This confirmed the reported condition. The cause of the of the alarm was determined be out of specification force sensing resistors (fsr). The fsrs were replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.